Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock therapy due to atrial flutter with aberrant conduction. The patient was admitted to the hospital for ancillary reasons. The plan was to perform a cardioversion however, due to the patient having a thrombus the procedure was cancelled. Automatic set up was performed and the device chose primary. Isometrics was performed. The physician is requesting device analysis. Technical servies reviewed the data and confirmed there is a change in morphology that leads to t wave oversensing which resulted in one inappropriate shock. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported there was another stored episode in which the patient received inappropriate shocks due to a change in morphology. The health care professional (hcp) confirmed they could not reproduce the morphology and the device was switched to the secondary vector. Additionally, the hcp increased the patient's beta-blocker medications, and the patient is scheduled for an electrophysiology (ep) study to investigate the origin of the arrhythmia. At this time the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock therapy due to atrial flutter with aberrant conduction. The patient was admitted to the hospital for ancillary reasons. The plan was to perform a cardioversion however, due to the patient having a thrombus the procedure was cancelled. Automatic set up was performed and the device chose primary. Isometrics was performed. The physician is requesting device analysis. Technical services reviewed the data and confirmed there is a change in morphology that leads to t wave oversensing which resulted in one inappropriate shock. At this time, the device remains in service. No adverse patient effects were reported.